Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that right ventricular noise was observed on stored electrocardiograms during a routine follow-up. The pulse generator was reprogrammed and a follow-up visit was planned.

Event description:
New information noted that right ventricular noise was observed at a follow-up clinic visit on (B)(6) 2014. The physician believed it to be due to an external source.